Event description:
It was reported that in the middle of the procedure the connected or hub shut down and then had to restart it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.